Event description:
It was reported that the customer had a button error alarm and keypad anomaly on the insulin pump. The customer's blood glucose level was 308 mg/dl. The customer was asked if she recalls any significant events leading to the button error issue. The customer stated it is perfect gave the units and then just went crazy. The customer was advised that the insulin pump need to be replaced . The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions. The customer declined to troubleshoot on keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).